Manufacturer narrative:
The returned screw was examined under magnification and with a comparator and no deficiencies were found. The screw is within specification. Additional MDR's related to this event: MDR 3025141-2016-00055: plate; MDR 3025141-2016-00057: screw 2; MDR 3025141-2016-00058: screw 3; MDR 3025141-2016-00059: screw 4; MDR 3025141-2016-00060: screw 5; MDR 3025141-2016-00061: screw 6; MDR 3025141-2016-00062: screw 7; MDR 3025141-2016-00063: screw 8; MDR 3025141-2016-00064: screw 9; MDR 3025141-2016-00065: screw 10.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws backed out of the bone and two of the locking screws broke. The plate and the screws were explanted.